Manufacturer narrative:
H4 corrected. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pressure of the airbag could not be increased when using a syringe to inflate the airbag. After inspection, it was found that the airbag was leaking. The tracheotomy kit was immediately replaced, and the operation was completed smoothly. As a result, the patient's ventilator-assisted breathing was poor, the blood oxygen was low, and oral secretions entered the airway, leading to aspiration pneumonia.